Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagectomy/gastric tube. According to the reporter: customer states, at the third firing the knife blade was sliding but it failed to fire staples. After about 2cm staple line had been made, a surgeon recognized the unusual conditions in squeezing the handle. Then he suspended the firing and then confirmed that the tissue was cut even though staples were not fired there. This part was recovered by suturing with hands and another device was used to complete the case with no problem. No patient harm. Operating time extended: less than 30 min. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. Patient experienced bleeding less than 200 cc and unknown if transfusion was performed. No problem in release of device from tissue. No patient available, gender, weight, and age all unknown. The customer did not report if reinforcement material was used or not.

Manufacturer narrative:
(B)(4).